Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Reported event of balloon hole. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce esophageal catheter balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the ampulla performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon would not inflate due to a hole in the balloon material. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.